Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon troubleshooting, the fse determined that the application software didn't come up however the fse rebooted the system several time, but it did not restore the system to use. The fse reloaded the software of the suite pc and restored the backup and then, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion 7 m20 system was not booting up. The system was rebooted several times, which did not restore the system to use. No harm has been reported. The system software was reloaded and the device was restarted. This restored the system to functionality. Philips has started an investigation of the complaint.